Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib ffb, power control pcb, and systems interface pcb assemblies were evaluated and replaced. The associated power supply was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.